Event description:
As reported, a 5f vista brite tip guiding catheter multipurpose 1 (mpa 1) was deployed in a patient, at which point a crack in the hub was discovered. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f vista brite tip guiding catheter multipurpose 1 (mpa 1) was deployed in a patient, at which point a crack in the hub was discovered. There was no reported patient injury. A non-sterile catheter ¿gc 5f 056 mpa1 lbt¿ was received for analysis. The unit was visually inspected with extra attention given to the luer hub and no damages were observed. The luer hub was connected to a syringe with torquing pressure applied, which revealed a cracked condition. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented with evidence of plastic deformation and fatigue striations. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. Plastic deformation and fatigue striations found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Overtightening may be a contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
As reported, a 5f vista brite tip guiding catheter multipurpose 1 (mpa 1) was deployed in a patient, at which point a crack in the hub was discovered. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile catheter ¿gc 5f 056 mpa1 lbt¿ was received coiled inside of a clear plastic bag. The part was unpacked to proceed with the product evaluation. The unit was inspected focusing on the luer hub and a crack line was observed. No other outstanding details were observed. The luer hub was connected to a syringe with torquing pressure applied and the cracked condition was further revealed. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented evidence of plastic deformation and fatigue striations. Plastic deformation and fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. As observed in the differential scanning calorimetry (dsc) thermograms, no sample presented thermal history (first heating cycle) suggesting exposure to high temperatures or any significant thermal transition, however, in the tga analysis it was observed that the complaint with the lowest thermal stability was 2024-06527 whose onset temperature stability was the lowest at 424 °c. Furthermore, the decomposition rate of all samples is similar, between 70 and 73%, suggesting that, despite the temperature difference, the thermal behavior of the material is consistent with that of a polycarbonate. See attached report. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The exact cause of the observed damage could not be conclusively determined during the analysis. Differential scanning calorimetry (dsc) results is not suggesting exposure to high temperatures or any significant thermal transition. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.